Manufacturer narrative:
H10 the customer reported that the issue was resolved after calibrating the touchscreen. The device was returned to service. H11: a follow up for additional information was performed with the customer, and it was reported that the issue occurred during device setup. There was no patient involvement when the issue occurred. No patient or user harm was reported.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that is unresponsive. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A remote service engineer evaluated the device with the customer and noted that the v60 device passed the touchscreen calibration. The customer reported that the touchscreen has physical damage. The customer was provided with the part number for a replacement touchscreen.